Event description:
Follow up with the surgeon revealed that he was unaware of any patient pain. The patient was last seen on (B)(6) 2011 and was doing fine at that time. Per the surgeon, there was no pain.

Event description:
The patient underwent a generator revision surgery on (B)(6) 2011 reportedly due to end of service. However on (B)(6) 2011, an implant card received for this patient indicated that the patient was experiencing pain. It is unclear at this time if the replacement was performed because the patient was experiencing pain, or if the replacement was performed for the treatment of the patient's pain. The explanted generator has been returned and product analysis has been completed. During product analysis, the elective replacement indicator (eri) was observed. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful to date.